Event description:
It was reported that the catheter was split. The anatomy was tortuous. A 180cmx135cmx20 renegade hi-flo fathom system was selected for use. During the procedure, the catheter was inserted into the body. The catheter was difficult to aspirate and the wire was difficult to advance or retract. Upon removal, the catheter seemed to be split. The device was removed safely with no complications and the procedure was completed with another of same device. No patient complications were reported.